Event description:
It was reported during ongoing use, the device was showing premature battery depletion. Technical services reviewed the data from the device and was able to confirm the allegation, and recommended replacement. There were no adverse patient effects reported. Additional information received, indicated the device was explanted and replaced, and will be returning for analysis.

Event description:
It was reported that this device was showing premature battery depletion. A copy of device memory was saved and submitted to boston scientific technical services (ts) for analysis. Engineering review of device data was able to confirm premature battery depletion. The battery diagnostic data indicates that the power consumption of this device has been increasing during the past year, and is expected to continue to increase. Due to this anomaly, a ts consultant recommended replacement. Subsequently, this device was explanted and replaced. No additional adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device was not included in the hydrogen induced premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices. Patient code 3191 captures the reportable event of surgery.